Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet became progressively difficult for the charger to detect, requiring careful placement on the charging pad to initiate charging, and that the ilet battery depleted faster than usual. No injury, and no adverse clinical symptoms reported during the event. Outcomes included no medical interventions and no disruption requiring emergency services or hospitalization. Customer care provided remote troubleshooting and user education, with verification that the charging pad illuminated and the ilet vibrated upon placement. Investigation of this case revealed a charging performance issue consistent with suboptimal alignment or degraded charging interface, with the charger component implicated. It was concluded, based on previously established findings for similar reports, that the cause was use-related positioning sensitivity and possible wear of charging components.